Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. Attempts have been made to gather product ID information and no further info is available product has not been evaluated as it has been determined the event is not related to device. Root cause of the reported event is not device related. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. A superficial infection was reported and no product information was provided; therefore, validation of sterile certifications cannot be performed. However, the reported event is considered procedure related. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: item# unk stem; lot# unknown. Item# unk humeral component; lot# unknown. Item# unk glenosphere; lot# unknown. E1: full establishment name - (B)(6) hospital. G2: foreign - event occurred in argentina. G2: literature - vaccaro, r., rossi, l. A., larrague, c., farias, I., domenech, I., tanoira, I., & ranalletta, m. (2025). Reverse shoulder arthroplasty with tuberosity healing after proximal humeral fractures and rotator cuff arthropathy: similar functional outcomes and complications in patients after 10 years follow-up. Journal of shoulder and elbow surgery. Https://doi.org/10.1016/j.jse.2025.04.030. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a journal article was retrieved from journal of shoulder and elbow surgery (2025) that reported a retrospective study from argentina. The purpose of the study was to compare the functional outcomes, complications, and revision rates of reverse total shoulder arthroplasty (rtsa) for the treatment of proximal humeral fractures (phfs) in patients who achieved anatomical tuberosity healing and those treated with rtsa for rotator cuff arthropathy (rca) after a minimum follow-up period of 8 years. The study reported 2 patients experienced a superficial infection. No further discussion regarding treatment or intervention was noted; however, no revision was required. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA (B)(6) was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.